Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they have observed that suction tube detached separately.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They have observed that the suction tube detached separately. Procedure was done successfully with new device and patient also safe.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/20/2021. An investigation was conducted on 02/24/2021. Signs of clinical use and no evidence of blood was observed. The vacuum tube was observed to be disconnected from the head of the device. The vacuum was returned for evaluation. Based on the returned condition of the device, the reported failure "detachment of device or device component" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25147260 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They have observed that the suction tube detached separately. Procedure was done successfully with new device and patient also safe.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun.". (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. They have observed that the suction tube detached separately. Procedure was done successfully with new device and patient also safe.